Event description:
The catheter was placed for about 180 days. The dome came off the catheter tube when the catheter was removed by weak power from pt's stomach on 10/14/1998. The dome was removed using unk forceps. A competitors product was placed.